Manufacturer narrative:
G4: 08sep2020, b4: 09sep2020 . The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01apr2021. B4:07apr2021. Failure analysis on the returned power switch panel assembly shows that the power switch panel was tested, and found the broken trace on the alarm (red) led caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported alarm light emitting diode (led) failed error. There was no patient involvement.